Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/30/2025. An investigation was conducted on 01/05/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws. The clear silicone insulation on both the hot and cold jaw were observed to be intact. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000503415 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that silicone detached from the jaws of the vasoview hemopro 2. Silicone detached midway through the procedure. No additional time added to procedure. A new kit was pulled from the shelf and used to finish the case. Patient was not injured and no delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6) hospital.